Event description:
After the swelling of the original treatment with bovine collagen abated, it was noted that the patient had some beading of the collagen. The physician attempted to incise and remove the collagen. This attempt was not effective.